Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of an error code. During testing each key was pressed five separate times with an attempt to power on between each key press and this was performed a max of five times and no anomalies were observed. The device was to be scrapped in-house. (B)(4).

Event description:
It was reported that the external pulse generator displayed an error code. The generator has now been returned to service as part of a trade-in/exchange program. There was no patient involvement.